Event description:
The customer reported that the collimator needed to be calibrated. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator was calibrated. The system was tested and operates as intended.